Event description:
During surgery, the central threaded rod instrument distal tip broke during the final seating of a cervical spacer. The central threaded rod distal tip broke while trying to manipulate the spacer into position. The tip of the instrument remains in the spacer (retained piece). Surgeon used a tamp instrument to complete the final seating of the spacer. Surgery was completed successfully.